Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer was sent a battery cap on (B)(6) 2016 and the insulin pump was now experiencing blank displays. Customer's blood glucose level was 180 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.